Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that display screen was blank after battery change. Insulin pump received a battery failed alarm. Customer's blood glucose was unknown. Customer also reported that there were missing bolus entries in bolus history which had been occurring for a while. During troubleshooting, customer reported that insulin pump was worn in pocket during an x-ray. Insulin pump passed displacement test. No delivery alarm was resolved by a complete set change. Customer agreed that insulin pump was resolved by a complete set change.